Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that it was fully clip-deployed with all components in appropriate post clip-deployment position. However, the vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset could interfere with the clip deployment and result in a failure to achieve hemostasis as reported. Also, bent locator wings could result in difficult device removal; however, this was not reported. Based on the investigation findings, the probable cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract and it could have interfered with clip deployment. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, all deployment steps were completed, however 'the clip did not take' and manual compression was used to achieve hemostasis. The patient did not experience any adverse effect.